Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.5 could be pulled fully forward when dispensing a controlled substance and was not stopping at the requested pocket. A field service engineer (fse) confirmed that the mini drawer was dead opening completely. Then the fse powered off the station removed the mini engine control unit failed initially, so the entire mini drawer assembly was removed from the cabinet along with the controller board to access the mini engine. Using a flat metal tool, the defective mini engine control unit was carefully extracted and replaced with a new unit in the drawer 1.5 position. The drawer was then reinstalled, cables reconnected, and the station rebooted. Further the fse confirmed that all mini drawers on drawer one opened correctly to their configured pockets, and all tests completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawer 1.5 experienced a failure in which the entire drawer could be pulled forward while dispensing a controlled substance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.